Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi (bvvi) remotely. The patient was brought into clinic and the device was successfully reverted back to normal settings. It was suspected that the cause was related to the patient's transmitter. The patient was stable.